Event description:
Deflating foley catheter balloon. Only 2-3 cc of sterile water withdrawn. Tubing collapsed - unable to deflate balloon. Cut withdrawal port to deflate balloon. Did not deflate. Foley pulled out per surgeon's order. Balloon was intact upon removal.